Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot. The following devices were also listed in this report: triathlon cr fem comp #6 r-cem; cat# 5510f602; lot# d2p3e; triathlon prim cem fxd bplt #5; cat# 5520b500; lot# elt2n; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# vh2n; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, medical records, operative reports and pathology reports including the strain of infection identified are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not available.

Event description:
It was reported that the patient's right knee was revised due to infection. A 5x11 cr insert was exchanged for a 5x9 cr insert.